Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery under local anaesthesia to remove the excess skin in (B)(6) 2024 (specific date not reported).